Event description:
It was reported that the procedure was to treat a moderately tortuous proximal right coronary artery. A sion blue guide wire was placed in the lesion and a 2.5 x 12 mm nc trek balloon catheter was inflated at 12 atmospheres one time. During removal of the balloon catheter, when the balloon was about half way between the lesion and the hub of the guiding catheter there was difficulty removing the balloon catheter. When the balloon exited the rotating hemostatic valve (rhv), the resistance became even more significant and the wire pulled back slightly from the lesion. The catheter was removed from the wire and the vessel was rewired with a non-abbott guide wire and the sion blue guide wire was removed from the anatomy. A non-abbott catheter was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for difficult to remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The asahi referenced is being filed under a separate medwatch MFR number.